Event description:
The surgeon reported that while using a hoffman/ahmed horizontal scissors to cut iris tissue the scissor blade broke. The broken piece was removed from the eye and there was no impact to the patient.

Manufacturer narrative:
The device was returned with corrosion and pitting at the site of the fracture which indicates the device was not cleaned and maintained adequately.